Event description:
It was reported that during a nephrectomy procedure, the first two cartridges slid out of the devices during firing. The cartrides were retrieved with graspers. A third device was used successfully.

Manufacturer narrative:
Add'l lot # c4cy5h.